Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
(B)(4). Additional manufacturer narrative: the device remains implanted, therefore, the clinical observation was unable to be confirmed. A ventricular septal defect (vsd) is a hole in the septum between the right and left ventricle. Development of an iatrogenic vsd following aortic or mitral valve replacement is a rare complication. Such vsds are typically membranous in location and small in size, with little hemodynamic significance. These defects may result from technical surgical complications or from postoperative endocarditis. Many of these vsds will spontaneously close and most patients are asymptomatic. Observational follow-up is usually done, prophylactic antibiotics may be given if there is risk of endocarditis, and there are times when surgical closure is required. A definitive root cause cannot be determined at this time. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.(B)(4).

Event description:
Edwards received information that a patient with pericardial aortic valve on 30 day echo showed a new small vsd between prosthetic valve sewing ring and right ventricle. The gradient measured at 78 mmhg. Outcome reported as resolved. Per obtain information, intra-operative findings revealed the patient had an extensive nature of mitral annular calcification and calcification into the left ventricular free wall. Radical debridement was felt t represent a prohibitive risk for a posterior myocardial disruption. For this reason the calcific tissues were left intact and a bioprosthesis implanted within the residual orifice. The patient underwent an aortic valve replacement and a mitral valve replacement and tolerated the procedure well. Postop course complicated by acute cva with right-sided weakness and followed by neurology with significant improvement prior to dc, but transferred to inpatient rehab for further therapy. Patient also had episode of paf, started on amiodarone and continues on high dose of 400 mg bid currently. Also started on warfarin for treatment at least 6 weeks from afib/mvr standpoint.